Event description:
It was reported that the pt underwent a sling procedure in 2004. During the procedure it was noted that the needle had passed through the bowel. An open bowel repair was performed during the same procedure with no complications. The pt was discharged from the hospital after one additional day and has done fine since. Post operatively, the pt has remained continent.